Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) needs battery assistance. There was no harm or injury.

Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) needs battery assistance. There was no patients involved.

Manufacturer narrative:
Additional information: e1 event state and site postal code: (B)(6). Contact department: cardiac surgery operating room. A getinge field service engineer(fse) evaluated the unit and fault detected: message on display: battery maintenance required. Work carried out: battery maintenance carried out , diagnostic tests and functional tests. Final result: operation tests carried out with positive results.

Manufacturer narrative:
No UDI is provided as product was discontinued prior to gudid implementation timeline.

Event description:
N/a